Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown dose, concentration 10mg/ml) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that when the patient had an explant 8 years ago the healthcare provider (hcp) could not stop the spinal leak. It was stated the patient was in bed for around 30 days before the pump was put back in. It was also stated the hcp attempted to do a blood patch 6-7 times. It was stated the patient went through "cerebral detox" and the patient does not want to go through that again.

Manufacturer narrative:
Dose was changed from unknown to 0.497mcg/day.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (dose 0.497mcg/ml, concentration 10mg/ml) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that when the patient had an explant 8 years ago the healthcare provider (hcp) could not stop the spinal leak. It was stated the patient was in bed for around 30 days before the pump was put back in. It was also stated the hcp attempted to do a blood patch 6-7 times. It was stated the patient went through "cerebral detox" and the patient does not want to go through that again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.